Event description:
It was reported that the patient complained of fatigue. The left ventricular (lv) lead had loss of capture from tip to ring and showed oversensing. Attempts to follow-up with the clinic were unsuccessful and did not yield any additional information about this event. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.